Event description:
Medtronic received a report that the patient was undergoing treatment for an ischemic stroke, acute embolism of the end of the right internal carotid artery . It was noted that the patient's vessel tortuosity was severe. The patient had a baseline modified rankin scale (mrs) score of 4 and a nih stroke scale (nihss) score of 14. Prior to the procedure, the thrombolysis in cerebral infarction (tici) score was grade 1. During the procedure, the mrs improved to 2, and the nihss score decreased to 2 post-procedures. The tici score post-procedure was grade 3, indicating successful reperfusion. Intravenous tpa was not contraindicated. The device was passed one time during the procedure. The stroke onset to reperfusion time was 2.5 hours. It was reported that during thrombectomy with a stent, the operator encountered difficulties in delivering the sfr stent due to the patient's tortuous blood vessel and significant resistance at the distal section of the rebar during delivering the stent. Despite several attempts, the operator was unable to push the stent out of the microcatheter (rebar18). After removal of the stent, the stent delivery guidewire was found to be kinked. The stent was subsequently replaced and the stent microcatheter was replaced as well, and the procedure was successfully completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. A continuous saline flush was administered and maintained as indicated in the IFU. After removal, the catheter was observed to be kinked to some extent. The catheter used was a rebar 18 he model was unknown.

Manufacturer narrative:
H3 product analysis: ¿ as found condition: the solitaire fr device was returned for analysis within a shipping box, a plastic pouch, and a dispenser coil. ¿ damage location details: the solitaire fr device was returned within its introducer sheath. The introducer sheath was found kinked ~61.5 cm from proximal. No bends or kinks were found to the pushwire. The marker coil was found pushed up against the proximal marker glue dome. The stent¿s proximal marker glue domes were found damaged. No damage was found to the stent¿s non-working and working length struts. ¿ testing/analysis: due to the damaged introducer sheath the solitaire fr device could not be pushed out and resistance was encountered; therefore, it was pulled out proximally. The solitaire fr device could not be used for resistance testing with an in-house catheter due to its damaged condition. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿ and ¿kink/damaged¿ reports could not be confirmed. It was reported that ¿the stent delivery guidewire was found to be kinked¿. However, no bends or kinks were found with the solitaire fr pushwire. The solitaire fr device could not be used for resistance testing. In addition, the rebar 18 catheter used in the event was not returned. Possible causes of ¿resistance¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. A continuous flush was maintained, ruling out ¿not maintaining a continuous flush¿ as a potential cause. The rebar-18 catheter involved in the event was not returned; therefore, an analysis could not be performed, and any contributing factors (i.e., catheter damage) could not be assessed. However, based on the available information, the customer¿s report of using rebar-18 catheter with solitaire fr 6-30 stent was found not compatible. The rebar-18 catheter has a labeled inner diameter (ID) 0.021¿. As indicated in the instructions for use, ¿solitaire¿ fr revascularization device with the sfr-6-20 and sfr-6-30 reference numbers should be introduced only through a microcatheter with a minimum inside diameter of 0.027 inches¿. In this event, it is likely that the use of an incompatible catheter and the customer¿s reporting of ¿encountered difficulties in delivering the sfr stent due to the patient's tortuous blood vessel¿ could contributed to the reported resistance. However, the root cause could not be determined. Regarding the damage found with the returned solitaire fr device (proximal marker glue dome). It is likely that the damage to the device occurred as resistance was encountered during device delivery subsequently causing the marker coil to become pushed up against the stent¿s proximal marker glue dome. The introducer sheath can become damaged during handling or upon return to medtronic for evaluation. However, the cause of the damages could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.